Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had two kidney infections due to urinary retention caused by the neurostimulator "not working." She received "shots" of antibiotics for the event. It was also noted that her patient programmer had gone through six sets of batteries in six months. Additional information was requested.